Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06777. It was reported, the patient experienced painful heating at his ipg pocket site while charging. The patient stated, he stopped using his scs system shortly after being implanted because the heating when charging was unbearable. The patient has not used his system in over a year, his ipg has depleted and no longer communicates with his external devices. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.